Event description:
I received an email from amazon that a product I had ordered - neilmed nasogel drip free gel spray, 1 fluid ounce, sinus relief - had a potential safety issue and to contact (B)(4) at quality@neilmed.com. The email gave no information about the potential safety issue or instructions to cease use or seek medical attention. I contacted the company directly at 8:49pm est at the phone number listed on their website (1-877-477-8633) and the representative I spoke with refused to give me any information regarding the potential safety issue other than "it is a variance, so we are recalling it for safety". When I asked what kind of variance, she refused to give me any information. I said it was unacceptable as I had been using the product and wanted to know if I should seek medical attention. She refused to give me any information or allow me to speak with another representative. I used to product only ten minutes before receiving the email of the safety notice and now I don't know what to do. I don't understand how a medical company can be allowed to operate when they refuse to inform their customers of potential safety issues. A quick google search shows they are not an upstanding company with prior cleanliness/safety violations noted by the FDA.